Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug via an implantable pump. It was reported that the patient was due for a pump refill on (B)(6) 2024, alarm date on (B)(6) 2024. She was living in another state and said she was not coming back and was advised by us of risks and opioid withdrawal. When the patient came in on (B)(6) 2024 the pump was noted to be empty. She was lethargic, cold and clammy, had lost 12 lbs, had nausea, vomiting and diarrhea with elevated blood pressure and pulse. The pump was filled with normal saline and she was sent to the emergency room for evaluation. If she could find someone to manage her pump where she lived, they could consider re-starting therapy.